Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the product was mislabeled. The target lesion was located in the iliac artery. A 10x69x75 wallstent¿ rp endoprosthesis was selected to treat the lesion. During advancing into the introducer sheath, it was noted that the stent was flawed as it was much longer than what was labeled. The actual stent length measured at 130mm. The stent was deployed as there was no spare stent for replacement. No patient complications were reported.

Manufacturer narrative:
Describe event or problem was corrected from ¿the target lesion was located in the iliac artery¿ to ¿the target lesion was located in the iliac vein.¿ (B)(4).

Event description:
It was corrected that the target lesion was located in the iliac vein.